Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 557 mg/dl. The customer stated that they got up this morning and tested. The blood glucose was 99 mg/dl. Customer ate and had coffee and gave insulin then half hour later it dropped to 75 mg/dl then to 63 mg/dl and gave another correction and then said below 40 mg/dl. The customer took glucose tablets to treat low blood glucose. The customer's blood glucose was 496 mg/dl at 3:30 pm. The customer also reported sensor updating. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.